Event description:
It was reported per field service report: pump was on pt. Symptom - pump had several helium alarms (specific type unk) while on pt. Additional info received from biomed on (B)(6)2010 stated that the pump was exchanged off the pt when it was alarmed. Findings/actions taken: pump was checked out by hospital biomed and pump operated normally. No helium leaks were found.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.